Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. It was reported that there was no evidence of moisture or corrosion in the pump and the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a blank display screen with auditory and vibratory features. The remaining testing was not completed due to the blank display screen. The pump casing was opened and a cracked display screen was found inside. The evaluation was unable to fully investigate the reported dim display issue due to the damaged display screen and no conclusion can be drawn. Unrelated to the display issue, the battery compartment was found to have cracked from the opening to the grip pad.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.